Manufacturer narrative:
(B)(4). The customer reported that the spo2 reading was below the limits and did not alarm. No patient harm was reported. Due to the limited available information, philips is unable to determine if there was any patient involvement, or whether the patient required emergent care at the time of the occurrence. The limited available information provided to philips is not sufficient to support that there was any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the spo2 reading was below the limits and did not alarm. No patient harm was reported.